Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon section in a laparoscopic colectomy, the jaws of the device remained close on the colon. To resolve the issue, another stapler was used. The incision was also extended for more than one inch. The surgical procedure was also extended for more than thirty minutes.